Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 10jun2018. It was reported a positioning issue occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was selected and inserted. During the procedure, the transesophageal echocardiogram (tee) showed that the head of the sheath could not reach the ideal target. The physician tried to cross inter-atrial septum but failed after multiple attempts. The procedure was aborted. There was no damage to the device. No patient complications were reported and the patients status is stable. However, device analysis revealed inner liner delamination.